Event description:
It was reported that via merlin.net an alert for charge time limit reached was noted. In clinic manual capacitors checks resulted in the long charge times. The device was explanted and replaced. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.